Event description:
Bayer case number: (B)(4). 2 cases of lumbago [lumbago]. Diffuse neuropathic pain throughout the body [neuropathic pain]. Painful joints [painful joints]. Feeling of being stiff all day long. [Stiffness]. Memory loss [memory loss]. Speech difficulties [speech disorder]. Impaired vision [visual impairment]. Severe eye strain [eye strain]. Burnout [burnout syndrome]. Chronic fatigue [chronic fatigue]. Sleep disturbance [sleep disturbance]. Sciatica in the space of 3 months [sciatica]. Weight gain [weight gain]. Vitamin d deficiency [vitamin d deficiency]. Voice disturbance with hoarse voice [hoarse voice]. Throat discomfort [throat discomfort]. Significant chills [chills]. Hot flushes [hot flushes]. Neck pain [neck pain]. Dorsal pain l4l5 [dorsal pain]. -tendon pain (achilles tendon) [achilles tendon pain]. De quervain's tenosynovitis of the left wrist and thumb [de quervain's tenosynovitis]. Difficulty walking for long periods [walking difficulty]. Difficulty standing or sitting for too long [difficulty in standing]. Aphasia [aphasia]. Excessive and pungent perspiration [perspiration excessive]. Pungent perspiration [sweating abnormal]. Receding gums [gum recession]. Gingivitis [gingivitis]. Teeth breaking [tooth fracture]. Teeth dying [tooth decay]. Hair loss [hair loss] dry skin [dry skin].. Bloating [bloating]. Muscle pain [muscle pain]. Asthenia [asthenia]. Sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of lumbago ("2 cases of lumbago") in an adult female patient who had essure (ess205) inserted (lot no. D30799) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (3 vaginal deliveries), multi gravida, removal of wisdom teeth and tonsillectomy. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2024, 7056 days after essure (ess205) insertion, she experienced sick leave ("sick leave"). On unknown date she experienced lumbago (seriousness criterion medically important), neuralgia ("diffuse neuropathic pain throughout the body"), arthralgia ("painful joints"), musculoskeletal stiffness ("feeling of being stiff all day long."), amnesia ("memory loss"), speech disorder ("speech difficulties"), visual impairment ("impaired vision"), asthenopia ("severe eye strain"), burnout syndrome ("burnout"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), sciatica ("sciatica in the space of 3 months"), vitamin d deficiency ("vitamin d deficiency"), dysphonia ("voice disturbance with hoarse voice"), oropharyngeal discomfort ("throat discomfort"), chills ("significant chills"), hot flush ("hot flushes"), neck pain ("neck pain"), dorsal pain ("dorsal pain l4l5"), tendon pain ("-tendon pain (achilles tendon)"), tenosynovitis stenosans ("de quervain's tenosynovitis of the left wrist and thumb"), gait disturbance ("difficulty walking for long periods"), dysstasia ("difficulty standing or sitting for too long"), aphasia ("aphasia"), perspiration excessive ("excessive and pungent perspiration"), sweating abnormal ("pungent perspiration"), gingival recession ("receding gums"), gingivitis ("gingivitis"), tooth fracture ("teeth breaking"), dental caries ("teeth dying"), alopecia ("hair loss"), dry skin ("dry skin"), abdominal distension ("bloating"), myalgia ("muscle pain") and asthenia ("asthenia") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the outcomes for lumbago, neuralgia, arthralgia, musculoskeletal stiffness, amnesia, speech disorder, visual impairment, asthenopia, burnout syndrome, fatigue, sleep disorder, sciatica, weight increased, vitamin d deficiency, dysphonia, oropharyngeal discomfort, chills, hot flush, neck pain, dorsal pain, tendon pain, tenosynovitis stenosans, gait disturbance, dysstasia, aphasia, perspiration excessive, sweating abnormal, gingival recession, gingivitis, tooth fracture, dental caries, alopecia, dry skin, abdominal distension, myalgia and asthenia were unknown. No causality assessment was received for essure (ess205) with regard to neuralgia, arthralgia, musculoskeletal stiffness, amnesia, speech disorder, visual impairment, asthenopia, burnout syndrome, fatigue, sleep disorder, lumbago, sciatica, weight increased, vitamin d deficiency, dysphonia, oropharyngeal discomfort, chills, hot flush, neck pain, dorsal pain, tendon pain, tenosynovitis stenosans, gait disturbance, dysstasia, aphasia, perspiration excessive, sweating abnormal, gingival recession, gingivitis, tooth fracture, dental caries, alopecia, dry skin, abdominal distension, myalgia, asthenia or sick leave. The reporter commented: thank you for allowing me to re-evaluate your female patient, who is suffering from left wrist pain that I had linked to de quervain's tendinopathy. Last april I performed an injection with some improvement but not total. The pain is currently located more in the vicinity of the trapeziometacarpal joint, the site of what is at least rhizarthrosis. I will inject this area with hydrocortancyl. We should see significant improvement. She also discussed the issues she has had with possible side effects from the coil, she had fitted 10 years ago. This device is understood to cause diffuse pain. She is to go to see her gynaecologist to discuss this. Excerpt from the letter from hospital thank you for seeing patient to discuss possible removal of tubes with the essure device. She underwent permanent contraception with essure in 2015 and has complained of pain throughout her body since (B)(6) 2024. This is joint and muscle pain that has worsened over time, accompanied by asthenia. She underwent a whole battery of tests which came back negative (pr, human leucocyte antigen (hla), lyme disease, long covid, hepatitis human immunodeficiency virus (hiv), thyroid markers) patient¿s current status: on sick leave since (B)(6) 2024 different pathologies were considered before the correct diagnosis, awaiting removal. Period of onset: side effects developing over a period of several years. Excerpt from the prescription issued by the ophthalmology practice dated 24-jun-2025 a pair of glasses with frames. Right eye: +1.0 (-0.50 to 0°). Left eye: +1.75 (-0.75 at 0°). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.96 kg/sqm. [Gynaecological examination] (date unknown): unremarkable. [Human papilloma virus test] (date unknown): negative. [Smear test] on (B)(6) 2005: not available. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). 2 cases of lumbago [lumbago] diffuse neuropathic pain throughout the body [neuropathic pain] painful joints [painful joints] feeling of being stiff all day long. [Stiffness] memory loss [memory loss] speech difficulties [speech disorder] impaired vision [visual impairment] severe eye strain [eye strain] burnout [burnout syndrome] chronic fatigue [chronic fatigue] sleep disturbance [sleep disturbance] sciatica in the space of 3 months [sciatica] weight gain [weight gain] vitamin d deficiency [vitamin d deficiency] voice disturbance with hoarse voice [hoarse voice] throat discomfort [throat discomfort] significant chills [chills] hot flushes [hot flushes] neck pain [neck pain] dorsal pain l4l5 [dorsal pain] -tendon pain (achilles tendon) [achilles tendon pain] de quervain's tenosynovitis of the left wrist and thumb [de quervain's tenosynovitis] difficulty walking for long periods [walking difficulty] difficulty standing or sitting for too long [difficulty in standing] aphasia [aphasia] excessive and pungent perspiration [perspiration excessive] pungent perspiration [sweating abnormal] receding gums [gum recession] gingivitis [gingivitis] teeth breaking [tooth fracture] teeth dying [tooth decay] hair loss [hair loss] dry skin [dry skin] bloating [bloating] muscle pain [muscle pain] asthenia [asthenia]. Sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: r2519419) on 23-jul-2025. The most recent information was received on 07-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of lumbago ("2 cases of lumbago") in an adult female patient who had essure (ess205) inserted (lot no. D30799) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 (3 vaginal deliveries), multi gravida, removal of wisdom teeth and tonsillectomy. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2024, 7056 days after essure (ess205) insertion, she experienced sick leave ("sick leave"). On unknown date she experienced lumbago (seriousness criterion medically important), neuralgia ("diffuse neuropathic pain throughout the body"), arthralgia ("painful joints"), musculoskeletal stiffness ("feeling of being stiff all day long."), amnesia ("memory loss"), speech disorder ("speech difficulties"), visual impairment ("impaired vision"), asthenopia ("severe eye strain"), burnout syndrome ("burnout"), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), sciatica ("sciatica in the space of 3 months"), vitamin d deficiency ("vitamin d deficiency"), dysphonia ("voice disturbance with hoarse voice"), oropharyngeal discomfort ("throat discomfort"), chills ("significant chills"), hot flush ("hot flushes"), neck pain ("neck pain"), dorsal pain ("dorsal pain l4l5"), tendon pain ("-tendon pain (achilles tendon)"), tenosynovitis stenosans ("de quervain's tenosynovitis of the left wrist and thumb"), gait disturbance ("difficulty walking for long periods"), dysstasia ("difficulty standing or sitting for too long"), aphasia ("aphasia"), perspiration excessive ("excessive and pungent perspiration"), sweating abnormal ("pungent perspiration"), gingival recession ("receding gums"), gingivitis ("gingivitis"), tooth fracture ("teeth breaking"), dental caries ("teeth dying"), alopecia ("hair loss"), dry skin ("dry skin"), abdominal distension ("bloating"), myalgia ("muscle pain") and asthenia ("asthenia") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the outcomes for lumbago, neuralgia, arthralgia, musculoskeletal stiffness, amnesia, speech disorder, visual impairment, asthenopia, burnout syndrome, fatigue, sleep disorder, sciatica, weight increased, vitamin d deficiency, dysphonia, oropharyngeal discomfort, chills, hot flush, neck pain, dorsal pain, tendon pain, tenosynovitis stenosans, gait disturbance, dysstasia, aphasia, perspiration excessive, sweating abnormal, gingival recession, gingivitis, tooth fracture, dental caries, alopecia, dry skin, abdominal distension, myalgia and asthenia were unknown. No causality assessment was received for essure (ess205) with regard to neuralgia, arthralgia, musculoskeletal stiffness, amnesia, speech disorder, visual impairment, asthenopia, burnout syndrome, fatigue, sleep disorder, lumbago, sciatica, weight increased, vitamin d deficiency, dysphonia, oropharyngeal discomfort, chills, hot flush, neck pain, dorsal pain, tendon pain, tenosynovitis stenosans, gait disturbance, dysstasia, aphasia, perspiration excessive, sweating abnormal, gingival recession, gingivitis, tooth fracture, dental caries, alopecia, dry skin, abdominal distension, myalgia, asthenia or sick leave. The reporter commented: thank you for allowing me to re-evaluate your female patient, who is suffering from left wrist pain that I had linked to de quervain's tendinopathy. Last april I performed an injection with some improvement but not total. The pain is currently located more in the vicinity of the trapeziometacarpal joint, the site of what is at least rhizarthrosis. I will inject this area with hydrocortancyl. We should see significant improvement. She also discussed the issues she has had with possible side effects from the coil she had fitted 10 years ago. This device is understood to cause diffuse pain. She is to go to see her gynaecologist to discuss this. Excerpt from the letter from hospital thank you for seeing patient to discuss possible removal of tubes with the essure device. She underwent permanent contraception with essure in 2015 and has complained of pain throughout her body since september 2024. This is joint and muscle pain that has worsened over time, accompanied by asthenia. She underwent a whole battery of tests which came back negative (pr, human leucocyte antigen (hla), lyme disease, long covid, hepatitis human immunodeficiency virus (hiv), thyroid markers) patient¿s current status: on sick leave since (B)(6) 2024 different pathologies were considered before the correct diagnosis, awaiting removal. Period of onset: side effects developing over a period of several years. Excerpt from the prescription issued by the ophthalmology practice dated (B)(6) 2025 a pair of glasses with frames. Right eye: +1.0 (-0.50 to 0°) left eye: +1.75 (-0.75 at 0°). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.96 kg/sqm. [Gynaecological examination] (date unknown): unremarkable [human papilloma virus test] (date unknown): negative. [Smear test] on (B)(6) 2005: not available. Batch number: d30799; manufacture date: 28-nov-2014; expiration date: 28-nov-2017. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.